Event description:
A report received from the USA stated the device experienced an e5 error on the console. It is unknown if the device was being used during surgery. It is unknown if pt or user injury was reported. No additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).